Event description:
It was reported that the batteries appear to have leaked. The equipment was advised to be removed from service, and a replacement will be sent. No reports of patient injury are associated with this event. The manufacturer became aware upon receipt of the batteries on (B)(4) 2012. Additional information has been requested, but has not been provided as of the date of this report, (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Further investigation has been completed and results indicated that the white powder believed to be battery fluid, was found to be dust. This report is filed (B)(4) 2013